Event description:
It was reported that the 2600 system had dark images and delay in fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The auto history box size was increased during the service call. The system was tested and found to be working as intended and put back into service.